Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, while firing the device, the battery didn¿t stop working. The device kept on running and making the firing noise. Customer was afraid that the knife kept on cutting the anastomosis, this wasn't the case. The anastomosis remained complete and there were no patient consequences. They took out the battery to stop the device.

Manufacturer narrative:
(B)(4). Date sent: 09/26/2022.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2022 d4: batch # 317a83 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. During inspection at the independencia pi lab, the device was found to continuously activate, and it was sent to cincinnati for further engineering analysis. At cincinnati, visual analysis of the returned sample revealed that the cdh31p device continuously fired. There were no staples present and the green check mark did not illuminate after the battery was inserted. There was no apparent damage seen on the device. The device was disassembled to verify the condition of the internal components and was determined that the cause of continuous firing was due to the d4 damaged solder joints. As part of ethicon ¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the damage to the d4 solder joints, the continuous firing issue reported is confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.